Event description:
Information received by medtronic indicated that the insulin pump had a alarm was generated when a power failure was detected. Customer was able to clear the alarm. Self test passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Insulin pump¿s history and trace files downloaded successfully using thus software. Insulin pump power up properly after battery installation. Insulin pump received with operating currents within spec. Insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted during testing. Force sensor was measured and is within spec (26.8mv at zero offset). However, pump error confirmed in insulin pump history files due to moisture damage at the pcb 1 board. The following were noted during visual inspection: scratched case and stained keypad overlay.